Event description:
The customer called and reported receiving calibration errors and her insulin pump threshold suspended, based upon low sensor readings. Customer's blood glucose was over 300 mg/dl. At the time of this report, customer's blood glucose was 385 mg/dl. During troubleshooting, customer mentioned insertion site was in her right back hip side. Customer was advised this was off label use of the sensor. Customer declined further troubleshooting, after doing so for calibration error. Customer was advised to change the sensor. It was also mentioned that while customer was in surgery, her blood glucose was in the 50 to 60 mg/dl range and she was given dextrose. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.